Manufacturer narrative:
(B)(4). Date sent; 4/23/2024. Additional information received: surgeon indicated patient underwent explant on (B)(6) 2024 and no replacement device was implanted. Patient is doing well post operatively. Spoke with patient today who also indicated she is doing well.

Event description:
It was reported that a linx device was a year ago. The patient had severe regurgitation and paraoesophageal hernia before surgery. Did well, was dilated twice for dysphagia with temporary relief. Patient noted return of symptoms 4-6 wks ago, imaging showed a discontinuous device. They are unsure if device will be replaced, still implanted.

Manufacturer narrative:
(B)(4). Date sent: 10/18/2023. B3: only event year known: 2023. D6a: exact implant date is unk. Assumed first day of the month and first month of the year. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the exact date of implant? Was dysphagia the only symptom the patient was experiencing? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Please send to: (B)(4). Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? Prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunosuppressive drugs? Was there any hiatal or crural repair done at the same time as the implant? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/13/2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4); date sent: 11/15/2023. Photo analysis: an x-ray image of the device in vivo was reviewed by a medical safety officer. As per medical safety officer: "the barium esophagram reviewed demonstrates a discontinuous links device located below the diaphragm." The mechanism/cause of failure is unknown as a hands-on analysis of the device is necessary to determine the cause of failure. No further investigation can be completed at this point. A manufacturing record evaluation was performed for the finished device 20866 number, and no non-conformances related to the malfunction were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/3/2024. Investigation summary: a linx device with a visible weld ball that disconnected from a male bead case was returned to the analysis site. The link length and tensile force measurements were found to meet the applicable specifications during device analysis. The remaining device characteristics, excepting the visible weld ball, show no anomalies for a device that has been reasonably changed as part of the explant procedure, tooling marks were noted in some beads. The device was scanned using computer tomography (CT), optical microscopy, and scanning electron microscopy. The male bead case through-hole at the separation was measured which was greater than the specification. The male bead case was concentric. The overall appearance of the surface of the male bead case through hole didn¿t exhibit gross loss of shape. The top view of the diameter of the exposed weld ball was measured. This diameter is within the specification. The weld ball was concentric with the respect to the wire.